Event description:
It was reported the pusherwire broke as the physician was re-advancing the coil through the microcatheter, having encountered difficulty in placing the coil into the lesion. The coil was retracted into the microcatheter and removed from the patient. There was no clinical consequence to the patient.

Event description:
It was reported the pusherwire broke as the physician was re-advancing the coil through the microcatheter, having encountered difficulty in placing the coil into the lesion. The coil was retracted into the microcatheter and removed from the patient. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Analysis of the returned device noted the delivery wire was bent at 96 cm and 102 cm. In addition, the main junction was noted to be kinked and there was dried blood on the proximal contact. The proximal contact was still attached to the delivery wire. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. It is likely procedural factors caused the performance of the device to be limited. Therefore a root cause of operational context was assigned. Based on the investigation findings this complaint no longer meets the requirements of a reportable event in that the pusher wire was noted to be bent, not broken as originally reported.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received, it was confirmed that continuous flush was maintained and that the patient did not have a tortuous anatomy.